Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 13, 2017. The ptfe pad of the subject device was worn and partially peeled. The grasping section of the subject device closed normally. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially peeled when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Omsc surmised that the failure of closing the grasping section was caused by burned tissue and / or coagulum building up on the jaw and / or the probe. The instruction manual of the device has already warned as follows; warnings: 1) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. 2) if an error is generated due to the start of output while blood or saline is attached, remove it with gauze.

Event description:
During an uncertain procedure, the grasping section of the subject device did not close normally. The procedure was completed with a similar device. There was no patient injury reported. On june 13, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was partially peeled and the coating on the outer surface of the jaw partially came off. This is the report regarding the ptfe pad damage. The report regarding the coating damage is going to be separately submitted.